Event description:
During a robotic assisted laparoscopic radical prostatectomy, a echelon flex 45 articulating endoscopic linear cutter was used. It was first loaded with staple cartridge (echelon gold 45 mm (ecr 450, lot # n4lvik, exp. (B)(6) 2021). This engaged only approximately 1 mm and then was exchanged for a second stapler cartridge (echelon gold 45 mm, ecr45d, lot #k4dv97, exp. (B)(6) which had the same outcome. The provider then decided it was the actual linear cutter that malfunctioned. There was no harm to the patient.